Event description:
Hamilton medical ag received the following incident description: during patient ventilation the ventilator device alarmed for the technical events te231007 (o2controllerflowhigh) and te231008 (o2 valve leak). The patient was moved to another ventilator device. The issue did not result in any patient harm. Worst case the issue could lead to hyperoxemia (spo2 >98%).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: the root cause is a defect driver board. Drive board is replaced. The device past the service software tests successfully and is put back in service.